Manufacturer narrative:
The event occurred in (B)(6).while this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Caller reported experiencing too high blood glucose level of more than 470 mg/dl. Caller and diabetes counselor allege pump delivers too low insulin. No adverse event reported. Requested return of the alleged device for evaluation.